Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Date provided has not been confirmed and was a scheduled explant date.

Event description:
Patient reported a right side intracapsular rupture. Device remains implanted.